Event description:
It was reported that bed panels were breaking and staff member was injured - injury unknown. Per facility the part that the panels were attached they were having problems with...after looking in the system co found that facility had purchased co's beds and nb84 bracket/mounting hardware. They had an outsource make and install bed panels to co's beds. No other info is known.